Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed. The implantable cardioverter defibrillator was received for analysis. The root cause of the failure was determined to be an insufficient solder between the battery connector pin and integrated circuit which prevented the telemetry circuit from receiving sufficient power. No other anomalies were seen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator was unable to be interrogated in clinic. The device was explanted and replaced. The patient was recovering post procedure.